Event description:
It was reported the patient had a lead revision due to decreased coverage. Therapy was restored and the patient recovered without sequela. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product ID 3777-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product ID 3708120, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product ID 3708120, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: (B)(4).